Manufacturer narrative:
(B)(4). This report is for the second in a series of product issues with the same patient. The other event was reported under MDR# 300452603 3-2015-00076.

Event description:
Information was received through a literature search. A 15 mm needle set was placed into the left distal femur. A return to spontaneous circulation was achieved after 18 min of CPR and medications. The femoral io access functioned well until the infants leg movement dislodged the needle set.